Event description:
On (B)(6) 2020, a follow-up check of the subject device was performed and a sudden drop of the battery curve was found. The preliminary analysis of the patient files confirmed that no premature battery depletion occurred.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
On 10 september 2020, a follow-up check of the subject device was performed and a sudden drop of the battery curve was found.